Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was replaced. During the procedure, cracks were seen in the right cylinder connecting tube; however, the cause for the cracks were not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of a hole in tubing could not be confirmed through product analysis as the tube was not sent back for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual inspection of the pump identified the kink resistant tubing (krt) had been cut down to the pump block and was not returned for analysis. Under the microscope it was noted that the pump was contaminated; therefore, it could not be functionally tested. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was replaced. During the procedure, cracks were seen in the right cylinder connecting tube; however, the cause for the cracks were not detailed by the facility. Following the intervention, the patient was stable and improved.